Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements, greater than 2000 ohms. Additionally, a lead safety switch was triggered and as a result, noise was seen on the rv lead. Technical services was consulted and offered troubleshooting and programming recommendations. Troubleshooting was performed which included isometrics and a chest x-ray. Chest x-ray confirmed no lead fracture and the device was reprogrammed. The device remains in service. No adverse patient effects were reported.